Event description:
Additional information was received from a doctor via a company representative who indicated that the accumulated fluid/retained exudate had disappeared and the patient's symptoms had improved. The accumulated fluid had improved and disappeared. The event had resolved and the date of the outcome was (B)(6) 2015.

Event description:
A healthcare professional (hcp) reported via a representative that the patient (pump implant date (B)(6) 2015) experienced pump fluid accumulation (pump retained exudate) that began (B)(6) 2015. The patient was receiving intrathecal gabalon (75ug/day). A belly band/abdominal binder was used an on (B)(6) 2015 and the accumulated fluid had disappeared. An x-ray and catheter contrast study was performed on (B)(6) 2015 and no abnormalities were detected. On (B)(6) 2015, fluid accumulation "in the pump" was detected and a back-side spinal fluid leak due to a surgical puncture was suspected. On (B)(6) 2015, the back-side surgical site and pump site were opened and checked. There were no abnormalities found and no spinal fluid leakage observed. "Pump accumulation fluid" was present so the patient was placed under observation with an abdominal band for symptomatic treatment. The hcp noted a spinal fluid leak was not present from the start of the event. The patient had not recovered from the event.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via a lecture via a business partner. The event was also reported as troubles on the back. It was reported "after intracerebral hemorrhage. Extension of limbs was performed and autonomic seizure was developed. After receiving the itb treatment, the symptom was relieved." It was then stated the sutures were taken out on the 8th day after the itb procedure. Wound dehiscence was observed 2 days after this procedure and the wound was sutured again. The sutures were then taken out 2 weeks later. On the following day, dehiscence of the sutured wound was observed again and the wound was sutured. Again, the sutures were taken out 2 weeks later.